Event description:
It was reported that the handpiece began overheating while running the device after a knee procedure. There was no reported patient or user injury or delay, and the case was completed successfully with the same device.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.